Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2014 with the following findings: the battery compartment was found to be cracked on the side and corrosion found inside. The battery compartment was also found to be leaking during a leak test. There was no damage found to the battery cap. The battery cap contact height and width were found to be within specification. During evaluation, the pump was unable to power on. The remaining steps were unable to the performed due to the no power issue with the pump. The pump was opened and there was moisture damage found inside the pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. There was reportedly an intermittent power issue with the pump. It was noted that there was moisture/corrosion in the battery compartment and it was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.